Event description:
It was reported the pt had not used and charged the system ipg in a very long time. The pt reported difficulties initiating a communication between the ipg and both the pt programmer and the charging system. In an effort to resolve the issue, the pt underwent a surgical intervention to explant and replace the ipg. Stimulation was captured post-operative. Pt reported effective coverage. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.